Manufacturer narrative:
The product was not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent surgery due to fracture. Intra-op, set screw was found slipped and the doctor had to replace with new one to complete the surgery. The surgery was completed successfully. No patient complications were reported.

Manufacturer narrative:
Product analysis:unable to replicate customer concern; functional evaluation with a sample mas found the implant able to be fully engaged into a sample mas head. The implant appears to be capable of performing its intended function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.